Event description:
After putting a foley in this patient, it was noted that the foley bag was locked at the drainage spout. When the nurse attempted to unclamp it, she was able to unclamp, however no drainage came out. She realized that the rubber drainage connector was still bent. She pulled on it and part of the backside of the drainage bag came with it. The drainage spout seemed to be glued to the backside of the foley bag and that is why it was clamped. Rn (registered nurse) put tap on it to slow the leak while we changed it out.